Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. The user's blood glucose (bg) level was in the high 200's (mg/dl). However, the exact value was not provided. The user primed the tubing to remove air bubbles and delivered a bolus to address bg level.